Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken main tube where the proximal clevis meets the main tube. A piece measuring approximately 0.150¿ x 0.279¿ was not returned with the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted radical cure of prostate cancer surgical procedure, the 8mm prograsp forceps had the joint disconnected from the pliers. Isi followed up with the initial reporter and obtained the following additional information: the procedure name was radical cure of prostate cancer. The surgeon's name was (B)(6). There were no fragments that fell in the patient while the instrument's use within the patient. The instrument was checked before use. No abnormalities were found.